Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with mentor gel devices on (B)(6) 2002. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On march 10, 2023, mentor became aware that the impacted devices are saline, patient experienced bilateral capsular contracture; baker grade unknown and date of replacement surgery with gel devices was (B)(6) 2023. Field d6b has been updated to (B)(6) 2023 on this form. - field d1 for brand name has been updated to "unknown saline implants". - field d2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline". - field d2b for procode has been updated to "fwm". - field d4 for catalog number has been updated to "unk_saline implants". - field d4 for unique identifier( UDI) has been updated to "blank". - field g4 for PMA/ 510(k) has been updated to "unk". On march 20, 2023, mentor became aware that event description said bilateral rupture, however the patient experienced bilateral capsular contracture; baker grade unknown. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Event description incorrectly said bilateral rupture instead of bilateral capsular contracture; baker grade unknown under previous initial report.

Manufacturer narrative:
Per additional information received on april 12, 2023, impacted device was gel. Hence, corresponding fields have been updated on this form under section d, g, and h. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 24, 2023, the mentor failure analysis lab received the device for evaluation. On april 27, 2023, mentor received confirmation that patient had gel devices and experienced bilateral ruptures. On may 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the siltex gel 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right rupture. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2023, mentor became aware that the date of implant was (B)(6) 2000 (field d6a has been updated), patient also experienced right side deflation in addition to bilateral capsular contracture; baker grade unknown and replacement devices used on (B)(6) 2023 were catalog number 3507275mc; serial number (B)(6) on the left side, and catalog number 3507275mc; serial number (B)(6) on the right side. Device problem code "material rupture" has been added to field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and deflation. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).